Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and alarm 19) occurred during the load process. A new cartridge was loaded resolving the alarms. The customer's blood glucose level was 125 mg/dl.